Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 3/31/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 3/31/2021. The device evaluation was completed on 4/15/2021. It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a heart block which required temporary pacing. The catheter was inserted into both the right ventricle (rv) and the left ventricle (lv), then mapping, ablation, and electrophysiology study (eps) were performed. Although there was no excessive contact or ablation with excessive output, atrioventricular (av) block occurred after ablation. While on backup pacing, when pacing stopped, there was a pulse; however, a-v conduction changed to 3: 1. Temporary pacing measures were taken to keep the (entry: 1: 1) rate at 60. Immediately after ablation, and immediately after stopping the backup pace, blood pressure did not decrease, and hemodynamics was stable. There was no effect other than av block, and the procedure was completed. The patient was discharged with no problems with consciousness and blood pressure. Cardiac resynchronization therapy (crt) will be performed at a later time. Additional information was received on 5/7/2021 and it was reported that the adverse event was discovered during the use of bwi products. The physician¿s opinion regarding the cause of the adverse event is that this was procedure related. The patient outcome of the adverse event was reported as improved. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30475718m] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/21/2021: it was reported that it is unknown if the rv catheter is a biosense webster inc. (Bwi) product. Regarding the term ¿bump¿ on the catheter, clarification was received that this was referring to a catheter-induced mechanical trauma. Regarding this statement: ¿the physician commented that the left leg may have been injured during repeated movement and ablation of the catheter in the lv.¿, clarification statement was provided: ¿the physician commented that he moved the catheter and ablated the lv repeatedly and it made the left bundle branch block.¿ confirmation was received that there was no left leg injury. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a heart block which required temporary pacing. The catheter was inserted into both the right ventricle (rv) and the left ventricle (lv), then mapping, ablation, and electrophysiology study (eps) were performed. Although there was no excessive contact or ablation with excessive output, atrioventricular (av) block occurred after ablation. While on backup pacing, when pacing stopped, there was a pulse; however, a-v conduction changed to 3: 1. Temporary pacing measures were taken to keep the (entry: 1: 1) rate at 60. Immediately after ablation, and immediately after stopping the backup pace, blood pressure did not decrease, and hemodynamics was stable. There was no effect other than av block, and the procedure was completed. The patient was discharged with no problems with consciousness and blood pressure. Cardiac resynchronization therapy (crt) will be performed at a later time. The physician commented that the left leg may have been injured during repeated movement and ablation of the catheter in the lv. During ablation, excessive contact was not observed when the catheter was moved, and the ablation output was gradually increased from the start of 30 w (up to 40 w). A view shows that the lv septum was ablated as a vt source target, and av block occurred due to the selection of the ablation site. Since the right bundle branch block was presumed to be due to the ¿bump¿ on the catheter, the doctor commented that there is a possibility of improving the function of conduction by restoring the right bundle branch function later. Bundle branch block occurred when the rv catheter was advanced, which was probably caused by a ¿bump¿ from the catheter. There seemed to be no causal relationship with the product defect. Since this event (heart block) required medical intervention for treatment or prevention of permanent damage to the patient, this will be considered serious and MDR-reportable.